Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (reference range >1.00 is reactive s/co): (B)(6) sid (B)(6) heparin tube with gel hbsag qualitative ii initial = 1092.45 s/co, repeat = 1115.32 s/co. Hbsag qual %n = 99.95 % neutralization same patient different sample edta was negative. Same patient new draw green/yellow tube (B)(6) 2025 sid (B)(6) hbsag qualitative ii result = negative 0.359 s/co no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the alinity I hbsag qualitative ii confirmatory assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71088fz00. Return testing was not performed as returns were not available. Clinical specificity testing was performed using an in-house retained kit of alinity I hbsag qualitative ii confirmatory lot 71088fz00. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii confirmatory, lot 71088fz00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results for a patient sample. The following data was provided (reference range >1.00 is reactive s/co): (B)(6) 2025 sid (B)(6) heparin tube with gel hbsag qualitative ii initial = 1092.45 s/co, repeat = 1115.32 s/co. Hbsag qual %n = 99.95 % neutralization. Same patient different sample edta was negative. Same patient new draw green/yellow tube (B)(6) 2025 sid (B)(6) hbsag qualitative ii result = negative 0.359 s/co no impact to patient management was reported.